Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "motion restricted-in patient", "increased gradients" and "central regurgitation" were unable to confirm due to unavailable of medical records and imagery. A review of the DHR did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the patient had gradient of 8mmhg via tte following implant. On post op day 2, patient presented with torrential leak (clarified as central regurgitation) from a stuck leaflet (clarified as leaflet motion restriction) of the s3ur valve." Post-implantation - leaflet motion restricted-in patient due to limited information was provided, a definitive root cause is unable to be determined at this time. Post-implantation - central regurgitation per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient had restricted leaflet motion, which can lead to suboptimal valve leaflets coaptation, resulting in central regurgitation. As such, available information suggests patient factors (restricted leaflet motion) may have contributed to the complaint event. Post-implantation increased gradients it is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Since immobile leaflets or restricted leaflets motion of the thv was reported, which can obstruct the blood flow across the valve, and resulting in increased gradients. As such, available information suggests that patient factors (restricted leaflet motion) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, a patient underwent a transfemoral tmv in tmv procedure with a 29mm sapien 3 ultra resilia valve inside a pre-existing non-edwards surgical valve in mitral position. The patient had gradient of 8mmhg via tte following implant. On post op day 2, patient presented with torrential leak (clarified as central regurgitation) from a stuck leaflet (clarified as leaflet motion restriction) of the s3ur valve. A 29mm sapien 3 valve was placed inside the thv valve and patient was stable following procedure.